Manufacturer narrative:
Other relevant devices are: catalog no. Etlw1610c93e ; serial no. (B)(4); use by date:26-jun-2019; UDI # (B)(4); catalog no. Etlw1613c93e ; serial no. (B)(4); use by date:23-mar-2019; UDI # (B)(4); catalog no. Etlw1610c124e ; serial no. (B)(4); use by date: 01-jul-2018; UDI # (B)(4); catalog no. Etlw1610c124e ; serial no. (B)(4); use by date:14-aug-2019; UDI # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient during an emergent endovascular treatment of a 70 mm in diameter ruptured abdominal aortic aneurysm. The proximal aortic neck measured approximately 22 mm to 23 mm in length and the patient had small iliac arteries. It was reported that, during the procedure and after the endurant ii stent graft system was successfully implanted, an unknown endoleak was observed. Contrast injected distal to the proximal section of the stent graft confirmed that the endoleak was not a proximal type I endoleak. Ballooning was then performed at the flow divider but the endoleak did not resolve. It was suspected that the endoleak was a type iii fabric endoleak or a possible type IV endoleak. The physician then elected to reline the limbs bilaterally and the patient appeared to be stable. However, there was still an unknown endoleak observed at the end of the procedure and the event was not resolved. It was reported that the patient later expired, on an unknown date, due to an aortic rupture. Per the physician, the cause of the unknown endoleak event may have been related to the device. No additional clinical sequelae were reported.